Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 20 previously reported events are included in this follow-up record. Product return status 11 devices were received. 9 devices were not available for evaluation.

Event description:
This report summarizes 20 malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact.

Event description:
This report summarizes 20 malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 20 previously reported events are included in this follow-up record. Product return status: 7 devices were received. 3 devices were not available for evaluation. 10 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 20 events were reported for this quarter. Product return status: 20 device investigation types have not yet been determined. Additional information: 20 devices were not labeled for single-use. 20 devices were not reprocessed or reused.

Event description:
This report summarizes 20 malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact.